Event description:
The customer's spouse called and reported customer had experienced low blood glucose of 22 mg/dl. It was stated that the customer was not wearing his sensor because he was going to put in a new one that day. Customer treated with sugar packets and cranberry juice, and blood glucose was up to 91 mg/dl an hour and fifteen minutes after the low blood glucose. It was also stated customer had received lost sensor alarms and the sensor was not sticking. It was advised he would receive replacement sensor and the sensor will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.